Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause of the e315 error could not be identified. However, it¿s likely the cause is related to a defect of the image sensor unit, or the failure of the internal circuit board of the video connector or the system. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had an e315 error code (scope error). The issue was found about 10 minutes into inspection for use for a diagnostic colon examination. Another similar device was used for the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of an e315 error code (scope error) was not confirmed. The device evaluation found the following non-reportable findings: bending angle in up direction did not meet the standard value due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value due to wear of angle wire, bending angle in up direction exceeded the standard value due to deformation of bending tube, adhesive on bending section cover had a chip, water removal ability did not meet the standard value due to clogging of nozzle, suction connector was dirty due to water leakage, suction connector had a scratch, plug unit had discoloration, adhesive around light guide lens was peeled, nozzle had corrosion, plastic distal end cover had a scratch, and connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.